Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, while in use on a patient, the device locked out. Reportedly, the rt (respiratory therapist) stated that, ¿the water was not drained from the filter, and that it backed up into the evq (exhalation flow sensor), and locked up the ventilator¿. The patient was removed from the ventilator and placed on an alternate ventilator. There was no patient injury.

Manufacturer narrative:
The service engineer (se) inspected the device and replaced the exhalation valve flow sensor (evq). The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.